Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year old male who presented for a routine stress echocardiogram. A significantly reduced ejection fraction was identified, and the patient was urgently transferred to the cardiovascular catheterization laboratory, where he experienced rapid clinical deterioration. Coronary angiography demonstrated a 100% occlusion of the left main coronary artery, and the patient was diagnosed with myocardial infarction complicated by cardiogenic shock. The clinical team elected to implant an impella cardiac power (impella cp) device. The impella cp was successfully placed, and percutaneous coronary intervention was performed on the left main coronary artery. Following the procedure, the patient reported recurrent chest pain; however, repeat angiography confirmed that all treated vessels remained patent. The patient was transferred to the intensive care unit on impella support. On the following day, the patient¿s urine appeared bloody, and alanine aminotransferase laboratory samples were hemolyzed. Echocardiography confirmed appropriate impella positioning. Electrocardiography demonstrated first-degree atrioventricular heart block. On the second day, continuous renal replacement therapy was initiated, and there were no further signs of hemolysis. On the third day, the patient¿s code status was changed to do-not-resuscitate with the exception of intubation and defibrillation. The patient remained in biventricular failure with worsening right ventricular function, as evidenced by pulmonary artery pulsatility index findings. Later in the day, the patient continued to clinically decline, life-sustaining treatments were withdrawn, and the patient passed away. While the pump is conservatively coded for the complications, it is more likely that underfilling of the left ventricle due to the patient¿s underlying right heart failure contributed to development of hemolysis despite the pump¿s normal positioning, the arrhythmia was more likely due to the ischemic insult on the heart, and the patien¿s underlying heart failure and myocardial infarction were eventually responsible for the clinical declining leading to withdrawal of care and death. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.